Manufacturer narrative:
Reference MFR report # 2916596-2016-01437 for the report of the patient's chronic driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. He pump was not explanted and will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was nauseated early in the day which was not unusual for the patient. The patient took a nap and approximately 4 hours later, the patient was found unresponsive. The patient was rushed to the hospital and was found to have had a massive head bleed. It was reported that the patient had a chronic driveline infection and there was nothing unusual surrounding the patient's anticoagulation from the previous week. The patient expired on (B)(6) 2016.

Manufacturer narrative:
No equipment was returned for evaluation as the device was not explanted. A specific cause for the report of cerebral bleeding and a correlation to the device could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.